Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands; however, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was noted to be broken with portions attached to both the ligator head and trip wire loop. All seven ligation bands were present on the ligator head; however, three of these ligation bands and the ligator head were scraped and damaged. It was also noted that one tooth of the ligator head presented damage and the trip wire was kinked. The trip wire was not secured in the handle assembly slot; however, the proximal loop was retracted into the handle assembly. The handle assembly slot and the trip wire did not present evidence that the trip wire had been secured during use. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not able to be confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 11, 2014 that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands; however, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.